Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Additional information was received that front wheel was defective. There was no reportable malfunction. The caster was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction of casters not locking. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.